Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The returned unit was received in the original packaging tray and found completely sealed. The seal area of the tray was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. The customer provided a photo showing a foreign material inside the tray, but it was not easy to determine where the location of the particle. The visual evaluation through whole tray could not detect the foreign material. Even after the unit was opened and all paper bands were carefully removed from the tubing and carefully inspected, the foreign material was not able to be found. The whole unit and trays were visually inspected but no foreign material was found. Device history record (DHR) of the finished goods (fg) lot # 2513317 of catalog c3600, ¿cusa excel 23khz tubing set¿, was reviewed, but no anomaly was reported during the packaging processes of this lot that could be related to the reported condition. The reported condition of ¿foreign material¿ was unconfirmed. The root cause for the reported condition of ¿foreign material¿ is not determined, because the particle could not be found either the trays, paper bands, and tubing set were carefully evaluated. The manufacturing and packaging procedures establish instructions to clean the unit and components with alcohol using a lint free wipe prior to be packed. In addition, any potential foreign material adhered on the trays or tubing unit are remove using an ionizing air gun.

Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during their incoming inspection of goods on 25apr2018, a piece of c3600 cusa excel 23khz tubing set was rejected because foreign material was noted. There was no patient involvement reported.